Manufacturer narrative:
Patient weight not made available from the site per e.v., site ent coordinator. On 11/18/2015 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. When emitter cable was adjusted, tracking was observed by site to go in and out. No repair required. Emitter is functioning normally upon check-out. After conversation with site it appears that user error in the form of misobservation or poor emitter placement was the cause. Issue resolved. System performed as intended. On 11/18/2015 a medtronic representative, following-up at the site, found the user had a misconception of how instruments fit in the axiem box. The tracker was not loose in the axiem box. All ports grab the trackers properly. Questions answered. Issue resolved. No parts have been received by manufacturer for analysis. (B)(4)

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), the site alleged their navigation system emitter cable was loose at the point where it enters the emitter. The site reported that as they manipulate the cable, tracking goes out briefly. No further details regarding the damage, or how it occurred, were provided. Delay in therapy was less than one hour. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.